Event description:
It was reported by the customer "on (B)(6) 2022 one of the members was placing a 3 french bard provena power injectable midline on a patient. The nurse had no issues cannulating the vessel but when she attempted to dilate the vessel, she noticed that she was meeting resistance with the introducer/dilator. When she inspected the introducer/dilator, she noticed that the sheath of the introducer was pealing backwards. She obtained another introducer/sheath and was able to easily finish dilating the vessel and place the midline catheter. "

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft1128 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult insertion is confirmed. One 3.5 fr x 7cm microez microintroducer was returned for evaluation. The product sticker label indicated lot: reft1128. The dilator was returned, and the sheath had not been peeled. The sheath was observed to be bent at the proximal end extending from the peelable tabs and in the center region of the sheath tubing. Bunching of the sheath tip was also noted. Microscopic observation of the sheath tip revealed the material to be compressed and bunched inwards. The sheath tip taper transition did not appear to be smooth. The sheath tip surface was flat which created a blunt surface. Since the condition of the sheath tip taper likely contributed to the insertion of the device, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Event description:
It was reported by the customer "on (B)(6) 2022 one of the members was placing a 3 french bard provena power injectable midline on a patient. The nurse had no issues cannulating the vessel but when she attempted to dilate the vessel, she noticed that she was meeting resistance with the introducer/dilator. When she inspected the introducer/dilator, she noticed that the sheath of the introducer was pealing backwards. She obtained another introducer/sheath and was able to easily finish dilating the vessel and place the midline catheter. "